Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient presented to the emergency department on (B)(6) 2021 with signs and symptoms of stroke. A computer tomography scan revealed a right cerebellar infarct. The patient's lactate dehydrogenase was 245 at the time of the event. There was no surgical intervention required. The patient had some left sided facial droop and some expressive aphasia. No anticoagulation started at the time of discharge on (B)(6) 2021 to a rehab facility.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient passed away due to progressive decline since cva in (B)(6) 2021. It was reported yes, the outcome was device or therapy related. No autopsy will be performed. The device will not be returned for evaluation.

Manufacturer narrative:
A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements.  No further information was provided. The manufacturer is closing the file on this event.